Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not known. Cause of bg level was not known. Customer administered a bolus via the pump and manual injections to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Duration of stay was not known. Date of event is approximate. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.